Event description:
During a refill session, the hcp had difficulty accessing the port of the pump and the medication was injected subcutaneously. The pt experienced muscle spasms. The pt was then hospitalized in the ICU (intensive care unit) for a "couple days". Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)